Event description:
Info was received that reported a pt was hospitalized on (B)(6) 2011 due an incident of hyperglycemia. Per the report, the pt changed her set and site the afternoon of (B)(6) 2011; she began to experience elevated blood glucose. Late that afternoon, her blood glucose was >500 mg/dl and she was brought to the hospital. She was treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.